Manufacturer narrative:
Device was not returned for evaluation. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
Attempting to reduce the rod into the mountaineer poly screw head, the rod reduction pistol device was used. The force applied resulted in the "tips" of the device to break. The tips were small and were unable to be readily retrieved. A final flat-plate x-ray was taken to ensure that they were not left behind in the patient. Upon x-ray review, the surgeon and radiologist confirmed not remaining pieces remained insitu. The surgeon theorized that the small loose pieces were most likely sucked into the suction bank.